Event description:
Olympus was informed that during a laparoscopic supracervical hysterectomy, two thunderbeat hand instruments broke while the user was dissecting the uterine artery. The procedure was completed with a different instrument. There was no pt injury reported.

Manufacturer narrative:
Olympus received the thunderbeat hand instrument for eval. The eval did confirm the user's experience. The teflon pad was found melted at the distal end of the grasping section. The probe tip was broken at 15 mm from the distal end. In addition, abrasion and dark marks were found on the probe and in a similar site on the electrode of the grasping section. The damage was attributed to continuous activation of the output while grasping hard tissue with the distal end of the grasping section, which caused the probe and the electrode of the grasping section to be in direct contact (jaw closed). The device was tested using an esg-400/usg-400 and error u510 (probe damage or malfunction) was displayed.